Manufacturer narrative:
The last calibration was performed on 31-dec-2020, the calibration signals are slightly lower for signal 1 and higher for signal 2 than expected. The qc recovery was acceptable. No indication for a performance issue of reagent or instrument. The alarm trace does not contain a conspicuous event. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable elecsys troponin t hs stat result for one patient with the cobas e411 immunoassay analyzer. The initial result was 16.25 pg/ml. The repeated result was 100.6 pg/ml. The second repeated result was 99.54 pg/ml. The third repeated result was 99.50 pg/ml. The questionable result was not reported outside of the laboratory. The reagent lot number was 459541. The expiration date was requested but not provided.